Manufacturer narrative:
Medical safety has reviewed the file. No additional information has been received for this event; therefore, causality of the reported injuries remains non-assessable. In the initial report no injury or symptoms were reported during the initial intubation with the emg tube, only that it was a difficult intubation, and that after transferring the patient to the ¿rea¿ it was found that ¿adequate respiratory volumes could not be maintained due to leaks, so it was decided to change the tube with removal of the emg tube and replacement by a standard ett¿. Once this was performed the patient continued to have difficulties, after which the remaining injuries were discovered and addressed in the or. This event does meet the definition of a serious injury, as reported injuries were life threatening and required unexpected medical/surgical intervention to preclude permanent impairment. Recovery from the tracheal laceration after surgery. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the healthcare provider that anesthesia was induced with a nim¿ emg reinforced endotracheal tube using a video-laryngoscope (glidescope) for an easy airway. After surgery, the patient was transferred to the rea, and it was observed that adequate respiratory volumes could not be maintained due to leaks. Hence, the emg tube was replaced by a standard ett of 7 initially and then by one of 8, but the leaks persisted. To evaluate the situation, a first fiberoptic bronchoscopy (fbc) was performed, revealing the presence of tracheal and bronchomalacia and significant soft tissue edema in the oral cavity. Additionally, the patient presented hemodynamic and respiratory deterioration with suspected tension pneumothorax, which was resolved by placing a pleural drain. Despite the resolution of the pneumothorax, respiratory deterioration persisted, and there was suspicion of airway injury. A second fbc was performed in the operating room, showing a tear of the entire tracheal membranous part of about 7-8 cm ending at the carina. Given these findings, urgent surgical repair was decided. Reintervention for monitored right cerebellar-pontine angle meningioma was performed. Recovery from the tracheal laceration after surgery was noted.